Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed that the helium was massively leaking when the console was attached to the cart. But console and cart would hold helium when detached from each other. Helium would drop almost immediately drop to if the console and the cart where attached the moment you close the external helium tank in the cart. Suspected that the problem was before the fill manifold. Found that the o-ring on the quick disconnect was damaged and and replaced. But the leak persisted. At this point the fse moved on to check the connections between the quick disconnect and the check valve (cv1) on the fill manifold. But didn't find anything obvious. The fse then tried swapping the helium fill manifold - with an old used one this seemed to correct the leaking however the fse replaced the original fill manifold. The fse even tried to use a spare 300 check valve and this didn't seem to help. The fse consumed valve 300 psi check valve, assy helium reservoir and helium tank for testing. The fse then reached out to our system specialist who suggested a couple different tests but to no avail. The fse then double checked all the fittings and reassembled the helium lines and that appeared to have corrected the leaking issue. As a test fse used a fresh helium tank and set up to do an overnight leak test. Unit passed overnight leakage test. Performed all functional tests and calibration. Returning the iabp to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) helium leak when in the cart.